Manufacturer narrative:
No unexpected audio anomalies were noted during testing. The insulin pump passed the displacement test and the self test. The insulin pump had intermittent down arrow button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
Customer reported unresponsive buttons. Customer also stated there was a time clock change. The customer stated that the insulin pump did not alarm him about the unresponsive buttons. The customer also stated there was a long constant tone. The customer stated there was now a button error alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.